Event description:
Additional information received indicating that the patient&#39;s lead was also previously explanted at the same time as the generator on (B)(6) 2023.

Event description:
It was reported that the surgeon believes the patient is having an allergic reaction to the titanium in the generator since the generator is protruding. Additional information received noting that the patient underwent surgery and the generator was explanted. Cultures were completed which tested positive for mrsa and no device was re-implanted. The patient was referred to infectious disease. The protrusion was assessed to be due to foreign body response and the patient is not allergic to titanium and the surgical intervention was to preclude a serious injury. Device history record review for the generator was performed. The generator was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B3 date of event, corrected data: initial report inadvertently provided the wrong date b5 describe event or problem, corrected data: initial report inadvertently left out relevant information. F10 adverse event problem, corrected data: initial report inadvertently left out code 'f2303'.

Event description:
It was reported that the patient was seen in (B)(6) 2023 due to concerns of an infection at their incision site but per the physician the vns pocket didn't appear infected. The patient has been on an extended course of medication (doxycycline and keflex). The surgical cultures from the vns site resulted being positive for mrsa with susceptibility to clindamycin, tetracycline, bactrim and vancomycin. The patient was prescribed bactrim until being seen by infectious disease.